Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose devices referenced in b5 are filed under separate medwatch report numbers. B3: estimated date. D4: the UDI is not known as the part and lot number were not provided.

Event description:
It was reported that this was a vessel closure of an unspecified access site using ten perclose devices related to an endovascular aneurysm repair interventional procedure. Reportedly, an unknown failure occurred with all ten devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing was performed on the returned device. The reported difficulty was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. In this case it is possible that interactions with the patient anatomy caused the foot to not fully retract within the vessel. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that this was an arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) using the pre-close technique via a 6f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the third suture was not deployed after the plunger was withdrawn. A couple prostyle devices got stuck and were unable to be withdrawn from the artery. The suture of a new prostyle device was successfully pre-placed in the rcfa. The sheath was upsized to a 14f sheath in the lcfa and an 18f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture on the lcfa. Hemostasis was achieved with surgery in the rcfa. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.